Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device change out procedure as the patient is on secondary prevention status. During the procedure it was noted that the right ventricular lead exhibited low r-waves. Isometrics were performed and the sensing remained appropriate. The device change out procedure was aborted. No intervention was reported. There were no patient consequences